Event description:
During an arthroscopic procedure using a razor2.5 arthrowand, the physician reported the tip of the wand became detached and was lost in the pt. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device was returned for investigation. A f/u report will be provided with the results of the investigation.